Event description:
The patient experienced no stimulation sensation. The implantable neurostimulator was overdischarged. There were issues with telemetry. The neurostimulator was charged with a physician-made recharge. Four days later, the patient experienced a shocking sensation in his area of paresthesia following a fall or some other form of trauma. The hcp attributed the events to a defective neurostimulator or recharger. Patient symptoms included emotional changes, pain (new and preexisting), cognitive changes, no stimulation, and lack of effect associated with the event. The neurostimulator was replaced with a non-rechargeable device. The patient outcome was reported as 'recovered without sequela'.

Manufacturer narrative:
Device analysis revealed that the rechargeable implantable neurostimulator was functionally ok, but the battery had a reduced capacity due to overdischarge. No significant anomalies were found.